Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07335. It was reported that the burr became stuck on the rotawire. The target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 2.25mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. When the burr was attempted to be removed after performing ablation, it was noted that the rotawire was stuck inside the rotalink¿ plus and the burr was unable to be removed. The shaft was cut to removed the burr. The rotawire was also cut and was left inside the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.